Event description:
It was reported that the patient experienced severe pain in the right arm following the trial procedure. The patient was immediately brought to the operating room (or) and fluoroscopic examination showed that the leads had migrated. The leads were then removed and the pain was resolved.

Manufacturer narrative:
Investigation results: the ipg and lead was not returned for analysis; therefore, a technical analysis could not be performed. Device history record it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event labeling review: a labeling review did not reveal any anomalies as it states: lead migration, resulting in undesirable changes in stimulation and subsequent reduction in pain relief is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Investigation conclusion: based on all available information, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc231650e0 model: sc-2316-50e serial: (B)(6). Batch: 7289673 UDI: (B)(4).

Event description:
It was reported that the patient experienced severe pain in the right arm following the trial procedure. The patient was immediately brought to the operating room (or) and fluoroscopic examination showed that the leads had migrated. The leads were then removed and the pain was resolved.